Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: concern with the product, fluid accumulation, and capsular fibrosis, baker grade IV.

Event description:
Patient reported "I suffered significant health and psychological impairments, including fluid accumulation and redness in the area of the surgical scar, deformation of the implant, capsular fibrosis, baker grade IV, sleep disorders - not related to the device, atrial fibrillation - not related to the device, and I continue to have an increased risk of illness and suffer from anxiety and depressive episodes." Ultrasound and mammography have been performed. The device has been explanted. This relates to the left side.

Event description:
Patient reported "I suffered significant health and psychological impairments, including fluid accumulation and redness in the area of the surgical scar, deformation of the implant, capsular fibrosis, baker grade IV, sleep disorders - not related to the device, atrial fibrillation - not related to the device, and I continue to have an increased risk of illness and suffer from anxiety and depressive episodes." Ultrasound and mammography have been performed. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Atrial fibrillation: unable to observe since it is not related to the device. Changes in sleep habits: unable to observe since it is not related to the device. Depression: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: g2, h6.